Event description:
During baxter's evaluation testing it was found that a spectrum pump would not auto restart following a downstream occlusion. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The identified "would not auto restart" was confirmed but not reproduced during evaluation. Evaluation found the downstream current readings to be out of specification (high). The elevated signal level along with the pressure plate gap being out of spec and a dimpled downstream pusher were the contributing factors to the "does not auto restart" condition. The downstream pusher was replaced and the unit was reworked to correct this condition.